Event description:
The customer reported that the system intermittently displayed an x-ray command error, the field engineer noted that the system locked up but the customer was able to reboot. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer replaced power cable. The system was found to be working as intended. The system was put back into service.